Event description:
It was reported that a device alarmed for a door not fully latched message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Although unable to reproduce, evaluation found loose hardware that secures the mech assembly into the front case causing separation and may have been cause for "door jammed" alarms which have been associated with the reported symptoms and found in the history log. Mech assembly screws will be adjusted to within spec during repair process.